Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her insulin pump was alarming button error and she was unable to clear it. Customer stated that her blood glucose was 273 mg/dl and she used a manual injection to treat. Customer stated that the insulin pump buttons were sticking. Advised customer to discontinue use of the insulin pump and it will be replaced. Nothing further was reported.